Manufacturer narrative:
This product is only ous approved but it is similar to an approved us device. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that there was stent fracture. The 90% stenosed 140mm long target lesion was located in the left middle superficial femoral artery (sfa) with a reference vessel diameter (proximal 5 mm; distal 6 mm) and was classified as tasc ii lesion b. The target lesion was treated with pre-dilation followed by placement of a 7.00 x 150 mm study stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. There were no patient complications reported. On (B)(6) 2017, 358 days post the index procedure, x-ray core lab reported a grade iii stent fracture with preserved alignment of the components.